Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received low battery alarm. The customer's blood glucose was 5.6 mmol/l at the time of incident. The customer stated did not performed excessive button pressing, backlight was not used frequently, does not do daily set rewinds and there have not been unattended alarms. The customer stated that they received weak battery alert. The customer was advised to clean the battery cap and battery compartment. The battery cap will be replaced and will not be returned for analysis.